Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a urethral stricture, believed to be caused by the tubing around the urethra. A replacement surgery was performed in which the device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number:1000572670 serial number: n/a batch/lot number:72018501 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) # : (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. As a result, the reported device performance allegation could not be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. The device instructions for use (IFU) were reviewed, and the patient symptom of urethral stenosis/stricture was identified as listed in the IFU. A risk review was completed and confirmed that the event of urethral stenosis/stricture is defined in the product risk documentation. This event type has been accounted for during risk analysis to support an acceptable risk benefit profile for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The symptom of urethral stenosis/stricture cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a urethral stricture, believed to be caused by the tubing around the urethra. A replacement surgery was performed in which the device was explanted and replaced. No additional patient complications were reported.